Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011170, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011170 was manufactured according to the work instruction (wi) version 120 in the line li 71, on 18/jan/2025, with a total of (B)(4) units the sub-assembly: gluing of tubing the lot 5a02427 was manufactured according to the form version 8 and manufactured in the machine itl01, on 18-jan-2025, with a total of (B)(4) units. The lot 5a02418 was manufactured according to the form version 8 and manufactured in the machine itl01, on 19-jan-2025, with a total of (B)(4) units. The lot 5a04089 was manufactured according to the form version 8 and manufactured in the machine itl01, on 19-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was between the cannula and t-lock connector. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.